Event description:
Approximately 34 months post the index procedure, patient underwent tvr to treat cad progression, investigator has indicated the event was not related to the study device. Patient recovered.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the cx. It is reported that the patient suffered an mi approximately 40 months post index procedure. Investigator has indicated that the event was possibly related to the device. It is reported that the patient recovered without treatment.

Event description:
The previously reported mi event occured approximately 30 months post index procedure.investigator has indicated that the event was not related to the study device.

Event description:
The cx artery was found to be occluded approximately 30 months post index procedure. Medical management was recommended.